Event description:
Tha revised due to joint instability 72 months after original surgery. At surgery it was noted that the modular neck was still in place on the stem, but the neck was loose, the alignment pin was intact but the mating hold in the neck was elongated.

Manufacturer narrative:
No evaluation possible as product not returned. Additional implants: cat# 200610, neck, long 50, mfg. 4/16/2002, exp. 4/30/2007.